Manufacturer narrative:
Device analysis: the silverhawk was returned with a cutter driver connected. No ancillary devices were included. The silverhawk was visually inspected. The torque shaft showed a bend approximately 45 degrees beneath the strain relief and the guidewire tubing of the distal assembly was damaged. Under microscopic inspection, a tear was observed at the proximal end of the guidewire tubing and continued distally and stopped at approximately 2cm from the distal tip. The part of the distal end of the guidewire tubing that did not show tearing was bent and buckled. Image analysis: the customer provided an image of a green guidewire where it appeared to be looped back against itself and followed by a "pig-tail" type bend/coil. The image shows areas where the guidewire coating appears sheared off. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the silverhawk to treat a 20mm plaque lesion with little calcification, and 60% stenosis in the left mid anterior tibial artery. The artery was reported as having little tortuosity and a diameter of 3mm. The device was prepped as per IFU with no issues identified. It was reported a break occurred in the catheter during retraction of the device into the sheath, due to interaction with the guidewire. The procedure was completed using a hawkone-s,. No patient injury was reported.